Event description:
Same case as MDR# 2134265-2013-07588. It was reported that a balloon rupture occurred. The complete total occlusion (cto), 100% stenosed, was located in the moderately calcified and moderately tortuous left superficial femoral artery. A non bsc guide wire crossed the target lesion. A 6-40mm mustang balloon catheter was then used to pre-dilatate the target lesion. Three non bsc stents (7-100mm, 8-100mm, 7-40mm) were deployed. A 6.0 x 100, 135cm mustang balloon catheter was used to post dilate the target lesion but ruptured on the first inflation at 18 atmospheres. The device was exchanged with a 6.0 x 40, 135cm mustang balloon catheter but it also ruptured on the 1st inflation at 10 atmospheres. The procedure was completed with a 6-150mm mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a microscopic examination of the balloon material identified a pinhole in the balloon material. The pinhole was located at 3cm proximal to the proximal edge of the distal markerband. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the pinhole. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, liquid leaked out through the pinhole site in the balloon. No other leaks were evident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR# 2134265-2013-07588. It was reported that a balloon rupture occurred. The complete total occlusion (cto), 100% stenosed, was located in the moderately calcified and moderately tortuous left superficial femoral artery. A non bsc guide wire crossed the target lesion. A 6-40mm mustang balloon catheter was then used to pre-dilatate the target lesion. Three non bsc stents (7-100mm, 8-100mm, 7-40mm) were deployed. A 6.0 x 100, 135cm mustang balloon catheter was used to post dilate the target lesion but ruptured on the first inflation at 18 atmospheres. The device was exchanged with a 6.0 x 40, 135cm mustang balloon catheter but it also ruptured on the 1st inflation at 10 atmospheres. The procedure was completed with a 6-150mm mustang balloon catheter. No patient complications were reported and the patient's status was good.